Event description:
On 09/21/06 abbott point of care was contacted by a customer who stated that a pt sample generated an I-stat troponin I result of 0.01 ng/ml in 2006 at 08:54. Another sample was drawn and sent to the laboratory for testing on the dade rxl system at 09:00 and the troponin I result was 0.56 ng/ml. All samples were drawn in heparinized tubes.